Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2016 note that the patient's overall seizure frequency has increased recently for approximately the past two months. It was noted that there have been no major medication changes made during that time. It was noted that interrogation did not identify any battery indicator and that given the high settings and increase in seizures the generator battery likely needs to be replaced. Further follow-up with the physician indicated that the patient suffers from diabetes and that may be a potential cause of the increased seizures. The patient was new to the physician; therefore it is unknown whether the seizures are an increase above the patient's pre-vns baseline. The patient was referred for surgery; however, will not be performed until the patient's diabetes is under control. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. During pre-op the generator was interrogated and confirmed a near end of service condition. The explanted generator was received by the manufacturer and is currently pending analysis.

Manufacturer narrative:
Corrected data: date received by manufacturer; "02/09/2017" this information was inadvertently reported incorrectly on mfg. Report #1.

Event description:
Analysis was completed on the explanted generator. It was confirmed that the battery voltage was measured to be 1.93v and the battery indicator had properly triggered as intended. The generator's output signal was monitored for a 24 hour period while it was in a simulated body environment. It was found that there was gradual reduction in the output current which appeared related to the depleted battery voltage. Upon evaluation of the printed circuit board assembly it appeared that there was current leakage which may have led to the generator battery depleting sooner than expected. The generator met functional specifications except for the current leakage. Mfg report #1644487-2017-03607 captures the current leakage malfunction since it appears the increase in seizures was occurring while the generator was still providing programmed therapy and prior to the battery depleting. It appears that the serious injury of the increase in seizures is not related to the malfunction of the premature end of life. Therefore these events are being reported separately.